Event description:
It was reported that during the implant procedure, after the right ventricular (rv) lead was positioned testing revealed high impedance with a possible fracture. The testing cable was changed out however the impedance problem persisted. The rv lead was repositioned and the problem still persisted. More than three different positions were attempted yet the problem remained. The rv lead was removed, exchanged for a different lead and there was normal threshold and impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).